Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of a returned used sensor a visual inspection was performed and checked for physical damage and found sensor bent using no microscope. Performed continuity resistance test to verify electrical interruption (open trace) in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig readings but failed eis 1024 hz. See attached file for results. Placed sensor under the microscope and found cracks on the gold traces and damage delamination (reference and working electrode). In summary, the customer complaints of unexpected sensor alerts were not confirmed, however sensor failed eis1024 hz. Found sensor damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 425 mg/dl and reported a difference between sensor glucose and blood glucose. The customer also received a change sensor alert and sensor updating alert. The customer reported hyperglycemia was treated with insulin pump. The event involved products mmt-1884, mmt-243a, mmt-332a, mmt-7040a. Troubleshooting was performed for sensor glucose vs blood glucose and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The customer was reporting a discrepancy between sensor glucose and blood glucose was not within range. The blood glucose value was 425 mg/dl and the sensor glucose value was 50 mg/dl and the difference was greater than 30%. Troubleshooting was performed for sensor alerts and the sensor securely taped to skin and was still in place. Troubleshooting was not performed for hyperglycemia and it was unknown that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue using the pump, reservoir and infusion set. No product return was required for mmt-1884. No product return was required for mmt-243a. No product return was required for mmt-332a. The customer discontinued the use of the sensor. Product mmt-7040a was returned for analysis.